Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 4 weeks ago aneurysm morphology was not reported. The aortic neck was 2 cm long and the iliac arteries were calcified. The stent graft was implanted 5 mm below the renal arteries. A picture showed contrast in the aneurysm sac which required an ivus to be performed. A type 1 endoleak was ruled out and the area around the aortic neck was ballooned followed by ballooning in a kissing technique in the contralateral gate and above the gate. After this ballooning endoleak appeared like a suture had popped or the stent graft tore because there was brisk leakage into the sac. A reliant balloon was used to control the blood flow. The physicians did not want to convert the device to an aui because they wanted to avoid performing a fem-fem bypass on the patient. They decided to put 2 iliac limbs, one on each side in order to reline the bifurcation area. These were extended 1 cm above the flow divider and this reduced the leak; however, there was blood flow going around the stent graft and into the aneurysm sac. The endoleak was resolved by converting the device to an aui by placing two aortic cuffs in the flow divider and a fem-fem bypass was performed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Other (required secondary intervention) - results: calcified iliac arteries). Conclusion: calcified iliac arteries.